Manufacturer narrative:
Product event summary: analysis found the ventricular output connector was broken. Analysis also found the display wires were pinched (insulation not compromised) and one case screw was contaminated.

Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement.